Event description:
Reportable based on analysis completed (B)(4) 2012. It was reported that during a percutaneous coronary intervention, the device was unable to cross the lesion. The 92% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. The lesion was pre-dilated with a 2.0 x 15 mm maverick balloon. The 2.75 x 32 mm promus element stent was advanced but failed to cross the lesion. The procedure was completed with another 2.75 x 32 mm promus element stent. There were no patient complications reported and the patient's status is stable. However; returned device analysis revealed a stent damage and stent movement.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - the device was returned in a curled up like shape. A visual and microscopic examination identified stent damage. The struts on the stent were stretched out towards the tip of the device. This type of damage may have occurred as the device was being advanced through the lesion. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The balloon and the tip of the device was visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A visual and microscopic examination found that the hypotube had kinked approximately at 75mm distal from the catheter's strain relief. Several smaller kinks were noticed along the shaft of the device. A kink was also noted 10mm proximal to the tip of the device. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).